Event description:
During an initial implant procedure on (B)(6) 2026 of a ventricular leadless pacemaker (vlp), it was noted that the vlp dislodged. Upon a successful retrieval, it was noted that the helix of the vlp was stretched. The vlp was not used and a new vlp was successfully implanted. The patient was stable throughout the procedure.